Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with moderate tortuosity and heavy calcification. The 2.5 x 12 mm trek balloon catheter was advanced and some resistance was noted with the anatomy. The balloon was inflated; however, the balloon ruptured during the first inflation of 8 atmospheres (atm). The trek was removed without issue. A non-abbott balloon catheter was used successfully. It was noted that the trek was submerged in saline and the air-bleeding was performed inside the patient's body. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough, guide cath: heartrailjr4 6f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.